Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-18128, 18129. The patient reported his scs system increased his pain and was subsequently explanted. No additional information is available at this time.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.